Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report #1627487-2016-04506, #1627487-2016-04507. Note: device 1 and 2 are occipital placement. It was reported the patient's pns leads are uncomfortable. It was also noted the stimulation does not relieve the pain and it aggravates his eye. The patient wants the system removed. Surgical intervention may be taken to address the issues.